Manufacturer narrative:
Batch review performed on 06 jun 2019: general mis sphere instrument set ref 11.01002, lot 1901032: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-02-18. No anomalies found related to the issue. To date, (B)(4) items of this lot have already been sold, without any other similar event registered. Considering the specific component femoral impactor/ extractor, ref77.11.0063, lot mat27910 ((B)(4) pieces): this is the 4th case received for the breakage of the central body. The other complaints are: (B)(4) [mdr2019-00448], (B)(4) and (B)(4). Preliminary investigation performed by r&d project manager: the breakage of a piece of the femoral impactor extractor head could have been caused due several factors such as an excessive tightening force applied during femoral implant fixation, excessive force/impactions trying to adjust the trial femoral positions (ml and flexum positioning).

Event description:
During the primary knee surgery and while impacting the femoral component, the gmk efficiency femoral impactor/extractor broke at the central part. No broken fragments fell into the patient's surgical wound and there was one minute delay in the case. The surgeon swapped to conventional instrumentation to complete the case and the surgery was completed successfully.